Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During prep of the tibia the impaction handle continued to disengage from the keel each time the surgeon attempted to extract the keel. 2 minutes delay, no adverse event.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found previous reports of punch handle/punch assembly concerns. As part of a previous investigation a saw bone evaluation was conducted and replicated the reported concern. The saw bone evaluation determined debris entrapped in the keel punch slot can contribute to the punch impactor failing to engage with the keel punch. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Monitor through post-market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: functional evaluation of the submitted sigma hp fbt keel punch impactor with a retained hp fbt keel punch could not replicate the reported mating issue. Although a surgical environment could not be created for testing purposes, the punch impactor mated and disassembled from the keel punch with no restrictions or difficulties. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instruments exhibit evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.